Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist pulled the plug to confirm battery back-up was working. When the system was returned to a/c power, the circuit breaker for the monitors tripped, the breaker was reset and the case proceeded without further incident. The device was not changed out as the unit was used to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.